Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, during the brachial insertion of a PICC line in the medical intensive care unit, the introducer tore at its distal end during insertion into the vein. This incident was noted when the introducer was removed. The introducer was initially intact. This incident exposed the 52-year-old patient to the risk of venous injury, the patient did not suffer any harm. An identical reference device from an unknown batch was used as a replacement. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed. The returned sample is one 5.0 fr microintroducer. A microscopic observation revealed the edges of the distal tip of the sheath were buckled and plastically deformed in multiple locations. No splits are tearing was observed in the sheath material. No damage was observed on the distal tip of the dilator. The location and shape of the damage observed on the sheath tip and dilator as well as the usage residue observed on and within the returned sample suggest the microintroducer was damaged during use. Possible contributing factors include insertion angle, excessive force, and patient anatomy. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024, during the brachial insertion of a PICC line in the medical intensive care unit, the introducer tore at its distal end during insertion into the vein. This incident was noted when the introducer was removed. The introducer was initially intact. The patient did not suffer any harm. An identical reference device from an unknown batch was used as a replacement. No other information provided, at this time.